Event description:
On 9/27/00 test subject provided an oral fluid sample with the orasure oral specimen collection device for insurance purposes. The next day, the test subject went to the emergency room, and received medicine and medical attention for urticaria. According to the treating emergency room dr, the test subject checked into the ER 36 hrs after the onset of urticaria and the test subject was not sure what might have caused it. The dr would not provide more info without authorization from the test subject. The test subject's hives resolved and then on saturday 9/30/00, returned and proceeded to get worse. On tuesday, 10/3/00, the test subjected visited a medical clinic, and received a steroid shot and a prescription for medication. When the test subject reported the incident to co, the MFR, subject was taking allegra and xantex for the urticaria. On monday, 10/16/00, the test subject is medical condition of urticaria persisted and physician prescribed the medication zyrtex for this condition. The test subject has no known allergies and claims that was not exposed to anything out of the ordinary on the day of providing the oral fluid sample. Co's consulting physician informed the test subject that it was unlikely that persistent hives would be due to a brief orasure collection device contact if subject hadn't had previous problems with gelatin. Attempts have been made to contact the medical clinic and the personal physician of the test subject. Co has not been able to contact the clinic or the physician. The ingredients of the collection pad and specimen vial of the orasure collection device were sent to the test subject for review.